Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully deployed and detached four ruby coils in the target vessel using a lantern delivery microcatheter (lantern). Upon partially advancing a podj into the lantern, the podj unintentionally detached; therefore, the physician pulled it out. The procedure was completed using an alternative treatment. There was no report of an adverse effect to the patient.